Manufacturer narrative:
The pump has been returned to animas for evaluation; however, not yet evaluated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be almost detached from the pump and was torn from the bottom up to the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of adhesive found under all key contacts.

Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.